Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident and ate food now its blood glucose was 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and needle. Customer will return device for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No unexpected battery power loss anomaly noted during test. Device received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.